Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope experienced no image. The issue occurred during setup. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found scattered image. Based on the results of the investigation, the most probable cause is traced to expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.